Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement procedure, externalized conductors were observed on the right ventricular lead. The lead was explanted and replaced. Patient was in stable condition after procedure.